Event description:
On 15/feb/2024, during a follow up (for (B)(6)), a peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis in (B)(6) 2023 and presented with this infection multiple times in a 5-month period. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient initially presented with abdominal pain and cloudy peritoneal effluent fluid in (B)(6) 2023 (exact date not reported). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 2075/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wash hands or wear a mask during pd therapy. The patient was prescribed vancomycin for antibiotic therapy (route, dosages, frequency and during not reported). Over the next five months, follow up effluent cultures and additional wbc count were obtained and tested, presumably in the outpatient clinic. The following laboratory results were reported on these respective dates: 9/oct/2023, wbc count of 46/mm3; (B)(6) 2023, wbc count of 136/mm3; 7/dec/2023, wbc count of 1537/mm3 and no growth in effluent culture; (B)(6) 2023, wbc count of 679/mm3; (B)(6) 2023 (year mistakenly reported by the pdrn as 2024) wbc count of 187/mm3; (B)(6) 2023, wbc count of 108/mm3; (B)(6) 2024 wbc count of 30/mm3; (B)(6) 2024 wbc count of 27. During hospitalization on (B)(6) 2024, effluent fluid cultures presented with no growth and a wbc count of 5516/mm3. The patient presented with the same abdominal pain and cloudy peritoneal effluent fluid with each account of laboratory testing. It was explained the patient¿s peritonitis persisted from the original diagnosis in (B)(6) 2023 due to the patient¿s noncompliance to his antibiotic therapy regiment. It was reported by the outpatient clinic physician the infectious pathogen(s) would dwell in the patient¿s pd catheter (not a fresenius product) and when the patient refused to take prescribed antibiotics, the infection would flourish and persist. The patient was hospitalized for one night on (B)(6) 2024 with the last known presentation of peritonitis and presumably discharged to home. The patient is recovering from this event as he remains asymptomatic with an additional wbc count laboratory test to be conducted. It was confirmed the patient¿s initial and persisting peritonitis infection due to noncompliance to asepsis, then antibiotic therapy, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is presumed the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, during a follow up (for (B)(6)), a peritoneal dialysis registered nurse ((pd)rn) reported to fresenius customer service that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis in (B)(6) 2023 and presented with this infection multiple times in a 5-month period. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient initially presented with abdominal pain and cloudy peritoneal effluent fluid in (B)(6) 2023 (exact date not reported). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 2075/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient does not wash hands or wear a mask during pd therapy. The patient was prescribed vancomycin for antibiotic therapy (route, dosages, frequency and during not reported). Over the next five months, follow up effluent cultures and additional wbc count were obtained and tested, presumably in the outpatient clinic. The following laboratory results were reported on these respective dates: (B)(6) 2023, wbc count of 46/mm3; (B)(6) 2023, wbc count of 136/mm3; (B)(6) 2023, wbc count of 1537/mm3 and no growth in effluent culture; (B)(6) 2023, wbc count of 679/mm3; (B)(6) 2023 (year mistakenly reported by the pdrn as 2024) wbc count of 187/mm3; (B)(6) 2023, wbc count of 108/mm3; (B)(6) 2024 wbc count of 30/mm3; (B)(6) 2024 wbc count of 27. During hospitalization on (B)(6) 2024, effluent fluid cultures presented with no growth and a wbc count of 5516/mm3. The patient presented with the same abdominal pain and cloudy peritoneal effluent fluid with each account of laboratory testing. It was explained the patient¿s peritonitis persisted from the original diagnosis in (B)(6) 2023 due to the patient¿s noncompliance to his antibiotic therapy regiment. It was reported by the outpatient clinic physician the infectious pathogen(s) would dwell in the patient¿s pd catheter (not a fresenius product) and when the patient refused to take prescribed antibiotics, the infection would flourish and persist. The patient was hospitalized for one night on (B)(6) 2024 with the last known presentation of peritonitis and presumably discharged to home. The patient is recovering from this event as he remains asymptomatic with an additional wbc count laboratory test to be conducted. It was confirmed the patient¿s initial and persisting peritonitis infection due to noncompliance to asepsis, then antibiotic therapy, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). It is presumed the patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The reported cause of this event was attributed to a break in aseptic technique during pd therapy as reported by a medical professional. The duration the patient has remained symptomatic with significant wbc counts is concerning and could potentially be considered multiple peritonitis events; however, because the patient consistently showed significant wbc counts from the initial infection in (B)(6) 2023, the assertion of the patient¿s noncompliance to antibiotic therapy by the outpatient clinic physician is the likely the cause of this persisting infection. Though effluent fluid cultures never provided a result of an infectious pathogen since the initial testing, it can be concluded the patient preemptively took antibiotics before initial testing that would show negative growth as reported by the pdrn. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.